Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump hit a table and the touch screen became shattered; consequently, the customer was no longer able to interact with some areas of the touchscreen. Customer's blood glucose was 188 mg/dl. Reportedly, customer continued using their pump for insulin therapy.